Event description:
It was reported that during the ongoing use period the inflatable penile prosthesis (ipp) reservoir herniated out of position, resulting in patient discomfort. The patient was evaluated in clinic and it was decided that surgical intervention was necessary. The reservoir was repositioned in the correct space after being properly located. There were no patient complications.

Manufacturer narrative:
Date of event: the exact event date is unknown. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.